Event description:
It was reported by the distributor that during an unknown procedure that the clips would not stay closed on tissue kept popping off. No pt consequence. Case completed with another device of the same product code. One device returning.